Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: the emax was not holding the wire and it continued to fall out of the handpiece. This is 1 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.